Event description:
Information was received from a patient who was implanted with a neurostimulator indication for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient was scheduled for surgery to have implant removed. Reason for removal was because implant quit working for patient. Patient states implant worked for the first year, but then stopped working she was scheduled to have ins (stimulation) removed. Event date was in (B)(6) 2015.

Event description:
Additional information received from a healthcare professional (hcp) reported that no reason was determined for the cause of the lack of therapy. There were normal impedances and they did not investigate too much as the patient wanted to pursue back pain with MRI. The patient also trialed other programs and there was still no efficacy and was able to sense stimulation even when there was no incontinence effect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.